Manufacturer narrative:
As none of the requested parts could be made available the investigation was carried out based on the electronic logfile. According to the recorded information the (B)(6) detected a failure of an internal 5v supply. The device reacted as specified for this failure condition, generated a corresponding alarm and automatically switched to man/spont. In this case manual ventilation will still be possible to continue the case. As no parts were available, the exact root cause could not be determined. Similar incidents have not been reported. The (B)(6) already exceeded end of service ((B)(6) 2013). Thus a repair is not possible.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that: the device stopped the controlled ventilation and put itself the spontaneous ventilation. All the commands were blocked during a general anesthesia and an alarm was generated. There was no injury reported.